Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Material was requested without success. Customer is not expected to return complaint material.

Event description:
It was reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. At an unknown time, the patient had dinner with her family and was showing no signs of hypoglycemia. Suddenly after dinner the customer fell asleep and was no longer responsive. Around 10:00 pm a family member tested the customer's blood glucose and received a result of 94 mg/dl on the aviva system. The family member treated the customer with liquid glucose. The customer typically responds within 15 minutes of glucose administration, however in this case was still unresponsive. A family member called the emergency number. At 11:45 pm the paramedic's tested the customer and received a result of 27 mg/dl on their professional meter. The paramedic's treated the patient with an infusion (contents of the infusion were unknown), iuvin, and a glucagon injection. Slowly the customer regained consciousness. The customer was not taken to the hospital at her own request. The customer is stable and doing well.